Manufacturer narrative:
Gbo complaint: (B)(4). We received 1rk and 39 loose pc 456087 /b15123mf for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Samples were checked for potassium content and none could be detected. No deviations could be observed on the samples. The complaint cannot be confirmed.

Event description:
Customer states that they are having intermittent issues with high potassium levels. The problematic samples are not hemolyzed, or only have a low hemolysis index. Specimens are primarily collected by straight needles. Other affiliated facilities are using the same lot number, but are not having issues. The same phlebotomist draws samples at other facilities as well, but is not encountering the high potassium issue. Gold top tubes drawn with the psts also give high potassium results. The site having issues has. Switched to a different lot number and has also replaced their centrifuge. Phlebotomist was observed during collection to ensure proper technique and order of draw were being followed. Psts are drawn, mixed, centrifuged immediately and stored upright in a tube rack until transport. When transported, there is no delay in receipt or exposure to excessive heat or cold.